Event description:
It was reported that during the implant procedure, perforation of the ventricle and coronary sinus occurred after repeated attempts to position the lead. Perforation resulted in a tamponade and the patient was referred for open heart surgery. The patient deceased.

Manufacturer narrative:
Na

Manufacturer narrative:
FDA request for additional information: 1. The primary and secondary causes of death as described in the autopsy report, if an autopsy was performed. St. Jude medical response: 1. It was reported that no autopsy report is available.